Event description:
Pt presented with mca occlusion and what appeared to be a large thrombosed aneurysm at the mca bifurcation. The physician attempted to cross the clot initially with a transcend ex 14 microwire, but was unable to get past the aneurysm. The physician then decided to administer 2 mg of tpa and attempted aspiration using the 041 penumbra system. As he was using the 041 separator, the tip of the separator repeatedly fell into the aneurysm. During one pass, the separator went in the opposite direction intended and appeared to have perforated the mca. It was unclear to the physician whether or not the perforation occurred in the native vessel or the wall of the aneurysm. The physician suspected it was in the wall of the aneurysm. The penumbra system was removed and a temporary balloon was placed in the carotid artery to arrest blood flow. The pt was sent to CT for a scan and then received another angiogram. The angio showed that the pt was back to baseline with an mca occlusion and no extravasation visible. The CT confirmed that there was blood and contrast in the ventricles. The pt then went under the care of neurosurgery. There was no specific product malfunction to be reported.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and a copy is attached. As per conversation with our chief medical officer on 11/23/2009, this incident has been interpreted as follows: the physician was attempting to clear an occlusion that was just proximal to an aneurysm. The occlusion was of the mca trunk and the aneurysm was located at the end of the mca where it bifurcates. It could be argued that the physician should not have been infusing ia lytics in the vicinity of a thrombosed aneurysm because the aneurysm may have a wall that is fragile or is partially composed of a scab formed by the blood clot. This scab may be lysed by the lytic agent thereby compromising the integrity of the wall of the aneurysm, making it prone to rupture and bleeding. In addition, advancing the separator in an antegrade fashion in the vicinity of a thrombosed aneurysm when the occluded vascular segment is proximal to the aneurysm, might lead to the possibility of a rupture of the thin wall of the aneurysm especially when the ia lytic is used as well. "The incident was enabled by very difficult and unique angioarchitecture as well as a clinical scenario that left no safe avenue of therapeutic intervention." A review of the device history record (DHR) was completed on part # 0479 (lot# l15471). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.